Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of implant. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This supplemental emdr represents the bard/davol mesh - ventralex (device #1). An additional emdr was submitted to represent the bard/davol phasix st mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the device was defective. Addendum per additional information provided: (B)(6) 2017 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with the implant of ventralex mesh (device #1) and phasix st mesh (device #2). Per op notes, "the fascial layer was closed with phasix st mesh device #2) using sutures and then a ventralex mesh (device #1) was placed and tacked." (B)(6) 2018 - patient underwent incision and drainage of abdominal wall abscess and wound debridement. (B)(6) 2018 - patient was diagnosed with infection, incisional ventral hernia, granulomas thereby underwent open repair with the explant of ventralex mesh (device #1) and phasix st mesh (device #2) and implant of biological mesh. Per op notes, "infected mesh (device #1 & #2) along with all the suture material and tacks were removed. A biological mesh was placed and sutured."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the device was defective.